Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected battery out limit alarm noted. No button error alarm observed. Intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. No sticky keypads or finish loading alarms noted.

Event description:
It was reported that the customer received multiple alarms. Assistance was provided in clearing alarms, including battery out limit and button error alarms. The act button was unresponsive and sticky. The patient's blood glucose was 11 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.